Event description:
A customer from the united states reported to biomérieux a misidentification of an (B)(4) survey sample in association with the vitek® 2 anc test kit. Initial and repeat testing of the wound sample with vitek® 2 anc identified bacteroides thetaiotaomicron (98%). The customer stated that the correct (B)(4) organism was bacteroides uniformis. The test reports and isolate have been requested from the customer. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from the united states reported to biomérieux a misidentification of an american proficiency institute (api) survey sample in association with the vitek® 2 anc test kit. An internal biomérieux investigation was performed. The organism was subbed on cba media and grown anaerobically for 48 hrs. Testing included two (2) customer lots and a random lot of anc cards. Vitek® ms and 16s sequencing was also performed. On all cards tested, a very good (95%) or excellent ID (98%) of b. Thetaiotamicron was obtained. For testing on the vitek® ms, a 99.9% identity match of b. Thetaiotamicron was obtained. 16s sequencing gave a 100% identity match to b. Thetaiotamicron. When the organism's 16s sequence was compared against the 16s sequence for b. Uniformis, there was only a 92% identity match. Therefore, the final identification is b. Thetaiotamicron. Vitek® 2 anc cards were determined to be performing as expected and no further action is necessary.